Manufacturer narrative:
A sample has been received and in-house testing is in progress. Add'l info was requested, however none has been provided to date. (B)(4).

Event description:
The customer reported that the ultravit vitrectomy probe was not working properly during surgery. A new one was opened and used to complete the case. No pt harm was reported. Add'l info is expected.